Manufacturer narrative:
The device was received and analyzed. The battery status was mos2. The memory content of the ICD was inspected, confirming the clinical observation. However, there was no indication of an ICD malfunction. Electrical analysis of the ICD proved the device to be fully functional. In conclusion, the device proved to be fully functional. The analysis of the memory content showed a normal device behavior while the device was implanted and in service. There was no indication of a device malfunction.

Event description:
It was reported that this device was explanted and replaced due to failed max energy shocks. Device was not at eri, but physician wanted to change the can to avoid future surgical intervention. Should additional information become available, this file will be updated.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.